Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: the 6940-52 lead, implanted (B)(6) 2000. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy from the right ventricular (rv) lead. A lead integrity alert (lia) triggered for oversensing of sensing integrity counter (sic) and non-sustained tachycardia episodes. The lead was capped and replaced. No further patient complications have been reported as a result of this event.